Event description:
Reportable based on device analysis completed on 23jan2025. It was reported that the stent catheter was unable to pass the lesion. The target lesion was located in the common iliac artery. A 6.0x60x135 cm express ld vascular stent balloon expandable was selected for treatment. During the procedure, it was noted that the stent catheter was not passed curved iliac bifurcation lesion. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed stent damage approximately 35mm proximal from the distal tip.

Manufacturer narrative:
The device was returned for evaluation. A visual examination of the returned device confirmed that the balloon was tightly wrapped and had not been subjected to positive pressure. No issues were noted with the balloon material. A visual examination identified stent damage approximately 35mm proximal from the distal tip. A visual and tactile examination identified no issues along the length of the device. No issues were noted with the tip of the device. No other issues were identified during the product analysis.